Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in cmplnt-(B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics and was reported to have recovered from the event. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.